Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower patient details not appeared in pyxis but appears in server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the patient was not appearing in pyxis but was showing up on the server. A technical support specialist (tss) identified an issue related to the station's inactivity days, which were set to 2 days. The last time the patient had appeared on the station was on 1/5. To resolve the issue, the customer had to change the admission inactivity days to a larger value extending past the last transaction (more than 8 days) and then verify whether the patient appeared at the station. Once the patient appeared at the station after the adjustment, a transaction was performed against the patient a simple remove and return of an item was sufficient. After completing the transaction, the admission inactivity days were set back to the original value to avoid any station performance issues. The case was then closed. The system functioned after the technical support specialist troubleshoot the device.